Event description:
Customer reported that there was a crack on the viewing window of the insulin pump. Customer was unsure of how this damage occurred. The blood glucose reading was 121 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners and reservoir tube and minor scratches on the display window. No cracks at the reservoir tube window were noted.